Event description:
It was reported that the patient presented in clinic for implant procedure. During the procedure, it was found that the lead had dislodged from its position. Upon repositioning, it was found that the lead failed to capture and exhibited high pacing impedance. The procedure was completed using an alternate lead on (B)(6) 2022. The patient was stable.